Event description:
It was reported that the surgeon was performing a l2-s1 on the patient on (B)(6) 2014 degenerative reasons. While inserting the right l5 synthes uss screw, the tip of the (screw holder) broke off in the screw. The surgeon removed that screw and replaced it with the same size screw. No instrument fragment remained in the patient. The surgeon successfully completed the procedure without any complications or harm to the patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: product evaluation investigation: the universal spinal system (uss) is designed to correct scoliosis by segmental correction or global derotation. The reported hook or screw holder instrument (388.61) and titanium side opening screw (498.750) are part of this system. The applicable technique guide was reviewed. The system allows additional or removal of anchorage points to an assembled construct. The holder stick instrument is used to place hooks or insert screw and for provisional construct tightening (secure the nuts). For the screw insertion, the holder stick is snapped into a handle; optional methods are indicated to facilitate the screw insertion, such as the use of the side opening screwdriver or a ratchet handle and a screw shaft. One hook or screw holder (part 388.61, lot 6526674) and one 7.0mm ti side-opening screw 50mm (part 498.750, lot 7803184) were returned with the complaint that ¿while inserting the right l5 synthes uss screw, the tip of the (screw holder) broke off in the screw.¿ upon receipt of these devices, it was seen that the distal 2.9mm of threading from the stem of the hook or screw holder has fractured from the device and is in the proximal hole of the side-opening screw. This complaint is confirmed. It is unknown what caused this complaint condition to occur; however, it is plausible that excessive off-axis force was applied to the hook or screw holder (rather than rotational force) while connected to the screw or the device became cross threaded with the screw. The associated drawings for the hook or screw holder and for the side opening screws were reviewed. The designs of these devices were found to be adequate for their intended uses. In conclusion, this complaint is confirmed. The designs and materials of these devices were found to be adequate for use and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgical delay of 2 minutes was reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: mni, kwq, kwp. A service history eval was performed. The investigation of the complaint articles has shown that: review of the DHR shows no discrepancies associated with the complaint condition. Additional PMA/510k number: k990745, k984612, k983530, k982987, k964416. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.